Event description:
Patient reported that her blood glucose results were elevated into the 600 mg/dl range. She reported that she was feeling nauseous and generally not well. She noticed that her infusion set was cracked where the needle connects to the infusion head set. She stated that the day prior to the event she had dropped her infusion device. She reported that she changed the infusion set and bolused to reduce her blood glucose levels. No medical assistance was required. No product was returned.

Manufacturer narrative:
H6: codes 86, 100, 68: product not returned for evaluation.